Event description:
After insertion of temporary pacemaker external pacemaker was turned on to rate of 80 and pt immediately went into ventricular tachycardia. Made adjustments to controls and, after 2nd attempt pt went back into ventricular tachycardia. Extenal pacers were substituted and normal pacing was accomplished. No harmful effects to pt were noted.